Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during an ercp, the distal cover fell off of the endoscope and into the patient. The surgeon judged there were no issues with the distal cover and it was not retrieved as it will flow through the gi tract. The procedure was completed as it was, and no health damage occurred. The customer also reported this case was a difficult case because of replacing various devices. No additional olympus complaint have been reported. This event includes 2 reports, (B)(6): maj-2315, (B)(6): tjf-q290v. This report is 1 of 2 for (B)(6): maj-2315.

Manufacturer narrative:
This supplement is being submitted to provide additional information from the customer.

Event description:
Additional information was provided by the customer. The customer reported the device failed during the middle of the therapeutic ercp. The intended procedure was completed but it is unknown if the same device was used. The distal cover was inspected prior to the procedure and no findings were provided. There was no procedural delay. The endoscope was not inspected prior to procedure. The customer stated it's unknown if any anti-fog agents were applied to the scope lens. The customer reported a contrast agent was used during the procedure which could adhere to the tip of the scope or the distal cover. After the distal cover was attached to the scope, the cover was inspected for damage and none was observed. The distal cover was confirmed to be securely attached by rotating and pulling-out the cover. It is unknown how the patient is today.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event could not be identified. However, per CAPA-20735, the detachment of the device (maj-2315) was likely caused by the following: 1. Chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. 2. The cover was easily removed from the scope due to insufficient attachment to the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿attaching the distal cover: please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ this supplemental report includes a correction to g2. Information added to g2 that was inadvertently not included on initial medwatch. Olympus will continue to monitor field performance for this device.